Event description:
It was reported that before use on the patient, sterile water leaked from the foley catheter balloon. The representative could not confirm balloon damage and there were no abnormalities found in other areas. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The reported event is unconfirmed. No root cause could be found because the reported event was unconfirmed. Received two (2) photo samples. Both photo samples showcases an overview a 3-way temp sensing catheter with cut portion of inlet tubing. Received a used 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe (without original packaging). Visual inspection noted no obvious defects. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The catheter balloon deflated passively with no cuffing or leaks noted around the balloon or on the catheter itself. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. A review of the device history record was not necessary due to the reported event being unconfirmed. The reported event is unconfirmed a risk and labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that before use on the patient, sterile water leaked from the foley catheter balloon. The representative could not confirm balloon damage and there were no abnormalities found in other areas. They cut the inlet tube and discarded the bag.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.